Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that the control panel was not performing to specifications. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the display turned off during usage for patient in an arctic sun device. After rebooted the device, normal operation was sounded but only the monitor did not work. Until the replacement had arrived, medi -therm was used. Per review of wo on 19mar2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 19mar2025, the display turned off during usage for patient. After rebooted the device, normal operation was sounded but only the monitor did not work. It would be sent to imi. The issue was not resolved. Until the replacement had arrived, medi-therm was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the display turned off during usage for patient in an arctic sun device. After rebooted the device, normal operation was sounded but only the monitor did not work. Until the replacement had arrived, medi -therm was used. Per review of wo on 19mar2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 19mar2025, the display turned off during usage for patient. After rebooted the device, normal operation was sounded but only the monitor did not work. It would be sent to imi. The issue was not resolved. Until the replacement had arrived, medi-therm was used.